Event description:
A patient was to receive immunizations involving 3 injections and 1 oral. I got them ready to give and went into room where infant and parents were. I explained what I was going to do and then proceeded to give 2 injections in the baby's right thigh. When I went to give the 3rd im injection into the left thigh the needle would not go into the child's leg. It just made a small puncture. When I took a closer look at the needle I noted a small burr on the tip making it look somewhat bent. I explained what happened to the parents who were very understanding and then changed the needle on the last injection and gave it into her left thigh. In all my years of nursing I have never had this happened before. I checked at the bottom of the form minor injury meaning this infant received an extra puncture wound due to a defective needle. Needle lot # 0322357 ref 305762 exp 11-2015. These were 23 g needles. Needle was not saved.